Event description:
The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined to provide additional information. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made by tandem technical support to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.